Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leaking at thetubing site event on (B)(6) 2024. The blood glucose level was found to be high. The patient took bolus with pump. No further information available .